Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer experienced a short circuit. There was no power to the programmer. The power supply was replaced. Analysis also noted that the media bay gasket was worn out. The media bay gasket was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a short circuit. The programmer was returned for service. No patient complications have been reported as a result of this event.